Manufacturer narrative:
Correction: pcu is determined to be a concomitant additional information provided: d.10 & d.11 the pcu and pump module were received for evaluation and their event and error logs were downloaded. The pcu real time clock (rtc) was identified as being 10 minutes behind the local time zone (australian eastern standard time). A visual inspection did not identify any external damage or deficiencies. In relation to this complaint the customer provided an unused sample of an IV set 2420-0007 lot #19096260 and a fresenius kabi 100ml fluid bag containing sodium chloride 0.9% w/v, and a visual inspection did not identify any damage or deficiencies to either item. The pump module event log contained entries between (B)(6) 2019 and (B)(6) 2020 encompassing the reported date of event, however the error log contained only one entry dated (B)(6) 2018. A review of the pcu and pump module error logs did not identified any entries for the date of the reported issue. A review of the pcu event log identified the following sequence of events having occurred on (B)(6) 2019 the pcu event log review identified that an infusion was started at 100.0ml/h with a vtbi of 100.0ml and not the infusion time of 30 minutes as stated in the feedback. However the following feedback received from the same customer with respect to inf-int-2019-002440 "initial infusion amount of the drug was entered at 100ml, when pump alarmed noticed that IV bag had majority of volume remaining in bag despite pump stating 100ml had been infused. Additional volume to be infused entered into guardrails system as 50mls to infuse remainder of the drug, nurse checked pump prior to infusion end time and the drug had been infused much faster than the rate entered into the system" appears to correspond with this event log review. The review identified that the second infusion was started at 200.0ml/h unlike the first infusion which was started at 100.0ml/h.

Event description:
The reported feedback suggest that there was an underinfusion of an antibiotic delivery. It was reported that an infusion that was programmed at 2400 hours to infuse in 30 minutes was checked at 030, and the screen had back lighting but was otherwise blank with the infusion continuing to run. When channel select was pressed, all information was displayed on the screen and an unspecified "short amount of time" left to infuse. The device was taken to biomed and a new pump continued the infusion.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggest that there was a delay in antibiotic delivery. The infusion of 0.5 h took 3 h and the screen went blank.